Event description:
Pt with hta procedure called mt to complain of a vaginal burn. The md determined that it most likely occurred when the scope was resting in the perineum during the procedure. This was treated with silvadone cream and appeared to be inaproving.